Event description:
A report was received that a patient was unable to feel stimulation after undergoing back surgery. A boston scientific representative analyzed the patient's database and confirmed that the ipg was exhibiting premature battery depletion. The patient is expected to undergo a revision surgery to replace the ipg.